Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller reports the patient indicated both inss haven't bene working. The hcp called back wanting clarification as they were getting conflicting information. Caller said the patient's devices have bene off for four years. No patient symptoms were reported and no further complications have been reported as a result of this event.